Manufacturer narrative:
Insulin pump passed displacement test. However unite alarmed compromised forced sensor system during basic occlusion test due to faulty force sensor resistor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a compromised force sensor alarm. Customer's blood glucose was 189 mg/dl at time of incident. Troubleshooting was not performed. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.